Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to atrophy at the cuff and incontinence. The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient is doing well following the procedure.